Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a possible atrial loss of capture (loc) on the presenting electrogram (egm). It was advised to consider a loc versus premature atrial contractions (pacs). The pacing output is noted to be fixed at 5v (volts) at 1.5ms (milliseconds). The associated ra lead is a non-boston scientific product. This ICD and lead remain in service. No adverse patient effects were reported.